Event description:
On (B)(6) 2011 customer reported that the dxc 800 pro instrument cap piercer left liquid on the sample tube caps after they were pierced. Customer stated that the liquid on the pierced caps caused level sensor errors. Customer technical support advised customer to disable the closed-tube sampling and run samples without caps. No injuries or erroneous results were reported. Field service engineer (fse) examined the instrument on (B)(4) 2011 and found pieces of rubber stopper and wick, dislodged from the drain line, in the rear of the instrument. Fse replaced the 3-way solenoid valve and this resolved the issue.

Manufacturer narrative:
(B)(4).